Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report a complaint regarding the transpore-plastic trans. Tape 1"x10yds does not work for her as it causes skin irritation and when she removes the tape it tears her skin and causes her to bleed. There was no patient involvement, and no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).